Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: during use on the esophagus stump, a quarter of the tissue was not stapled. Purse-string suture was performed with psi forceps after that. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.